Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6), 2021. The patient complained of pain and discomfort after receiving the gel. A sigmoidoscopy was performed which resulted in an ulcer and a fistula with the spaceoar gel visibly protruding through the fissure. The fissure was stitched closed on (B)(6), 2021. On december 17, 2021, additional information received stating that the patient was having a hard time passing stool without laxatives and is still in pain. The patient was given aspirin, rovustatin and hycosamine. The patient was given miralax for each bowel movement. Additional information received on january 6, 2022, january 25, 2022, and january 26, 2022. The procedure was completed under local anesthesia. Magnetic resonance imaging (MRI) was performed, showing a protrusion of the gel through the wall of the rectum and towards the rectal lumen. The endoscopy now shows that the rectal wall defect was slightly smaller and there was less inflammation. Levsin was recommended to help with tenesmus and pain. The patient was feeling better symptomatically. The patient had urethritis the week prior to (B)(6), 2022. The urinalysis was negative. The patient received a medrol dose pack which helped with the symptoms and the prostate-specific antigen (psa) went down from 6-7 to around 1. The patient is having issues with bowel obstruction, and small "worm-like" stools. It was noted the patient began to notice the bowel symptoms after brachytherapy. The symptoms became apparent to the patient in mid (B)(6) 2021. The gel was possibly placed into the rectal wall. Additional information received on february 7, 2022, february 17, 2022, february 23, 2022, and february 24, 2022. The patient is travelling more including driving and flying for work and he is experiencing more pain, discomfort and problems with bowl movements. The patient is taking miralax to assist with bowel movements. The patient's pain and discomfort ranges from 2-3 out of 10 at all times and gets up to a 6-8 out of 10 at times. The pain and discomfort is exacerbated when sitting for a flight or a car ride. The was no blood in the patient's stool. The patient was advised to take some ibuprofen for the discomfort. The patient's constipation worsened, despite the use of stool softeners. The patient's pain level increased to a 3-4 out of 10 at baseline, that increases to a 7-8 out of 10 when sitting for a long time or traveling. On (B)(6), 2022, the patient was still having significant discomfort and constipation. The patient cannot have bowl movements without miralax. The patient's stools were snake-like shortly after the implant but have gotten smaller since then. The pain is still 3-4 out of 10 on average at baseline and then gets to 5-6 out of 10 when sitting, and then 8-9 out of 10 when the patient has a bowel movement. The patient was advised to stay on miralax and keep the stools soft. During the first endoscopy performed by a general surgeon, the gel was attempted to be extracted from the protrusion of the rectal wall and into the lumen. Small pieces of the gel were able to be dislodged from the larger infiltration of gel in the rectal wall. A second endoscopy was performed and showed the inflammation appeared to lessen, the mucosa was healing and there was no evidence of rectal damage. The patient experienced some pain relief after a 10 day dose of medrol. The patient was prescribed levsin and to wait for the gel to dissolve.

Manufacturer narrative:
Additional information received on february 7, 2022, february 17, 2022, february 23, 2022, and february 24, 2022. Block b5: incident narrative. Additional information received on january 6 2022, january 25 2022, january 26, 2022 block b5: incident narrative. Block e1: initial reporter last name, initial reporter phone number. Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 22nov2021. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Clinical code e 9113 captures the reportable event of fistula. Clinical code e 9284 captures the reportable event of ulcer. Clinical code e 2330 captures the reportable event of pain. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information received on april 14, 2022. Block b5: incident narrative. Additional information received on march 9, 2022. Block b5: incident narrative. Additional information received on february 7, 2022, february 17, 2022, february 23, 2022, and february 24, 2022. Block b5: incident narrative. Additional information received on january 6 2022, january 25 2022, january 26, 2022 block b5: incident narrative. Block e1: initial reporter last name, initial reporter phone number. Block b3: the exact date of the event is unknown. The provided event date, 01nov2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 22nov2021. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Clinical code e 9113 captures the reportable event of fistula. Clinical code e 9284 captures the reportable event of ulcer. Clinical code e 2330 captures the reportable event of pain. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. The patient complained of pain and discomfort after receiving the gel. A sigmoidoscopy was performed which resulted in an ulcer and a fistula with the spaceoar gel visibly protruding through the fissure. The fissure was stitched closed on (B)(6) 2021. On (B)(6) 2021, additional information received stating that the patient was having a hard time passing stool without laxatives and is still in pain. The patient was given aspirin, rovustatin and hycosamine. The patient was given miralax for each bowel movement. ***additional information received on january 6, 2022, january 25, 2022, and january 26, 2022*** the procedure was completed under local anesthesia. Magnetic resonance imaging (MRI) was performed, showing a protrusion of the gel through the wall of the rectum and towards the rectal lumen. The endoscopy now shows that the rectal wall defect was slightly smaller and there was less inflammation. Levsin was recommended to help with tenesmus and pain. The patient was feeling better symptomatically. The patient had urethritis the week prior to (B)(6) 2022. The urinalysis was negative. The patient received a medrol dose pack which helped with the symptoms and the prostate-specific antigen (psa) went down from 6-7 to around 1. The patient is having issues with bowel obstruction, and small "worm-like" stools. It was noted the patient began to notice the bowel symptoms after brachytherapy. The symptoms became apparent to the patient in mid (B)(6) 2021. The gel was possibly placed into the rectal wall. ***additional information received on february 7, 2022, february 17, 2022, february 23, 2022, and february 24, 2022*** the patient is travelling more including driving and flying for work and he is experiencing more pain, discomfort and problems with bowl movements. The patient is taking miralax to assist with bowel movements. The patient's pain and discomfort ranges from 2-3 out of 10 at all times and gets up to a 6-8 out of 10 at times. The pain and discomfort is exacerbated when sitting for a flight or a car ride. The was no blood in the patient's stool. The patient was advised to take some ibuprofen for the discomfort. The patient's constipation worsened, despite the use of stool softeners. The patient's pain level increased to a 3-4 out of 10 at baseline, that increases to a 7-8 out of 10 when sitting for a long time or traveling. On (B)(6) 2022, the patient was still having significant discomfort and constipation. The patient cannot have bowl movements without miralax. The patient's stools were snake-like shortly after the implant but have gotten smaller since then. The pain is still 3-4 out of 10 on average at baseline and then gets to 5-6 out of 10 when sitting, and then 8-9 out of 10 when the patient has a bowel movement. The patient was advised to stay on miralax and keep the stools soft. During the first endoscopy performed by a general surgeon, the gel was attempted to be extracted from the protrusion of the rectal wall and into the lumen. Small pieces of the gel were able to be dislodged from the larger infiltration of gel in the rectal wall. A second endoscopy was performed and showed the inflammation appeared to lessen, the mucosa was healing and there was no evidence of rectal damage. The patient experienced some pain relief after a 10 day dose of medrol. The patient was prescribed levsin and to wait for the gel to dissolve. ****additional information received on march 9, 2022**** over the last 2-3 weeks the patient ability to pass stool had improved significantly but his pain was getting worse. Physician suggested a magnetic resonance imaging (MRI) in the next week or so and a rapid evaluation by colorectal surgery to do an endoscopy and see if a repair procedure would be warranted. ***additional information received on april 14, 2022*** as of (B)(6) 2022 the patient received an additional endoscopy, which showed the hole in the anterior rectal wall no longer had gel protruding from it and had shrunken to 2-3mm. The hole was sewn closed by a surgeon. The patient is experiencing significant continued pain that has increased since the gel started to dissolve at the 6 month mark. The physician is recommending the patient to undergo temporary colostomy or for the patient to wait for the gel to dissolve. The patient is considering receiving belladonna and opium suppositories. The physician also recommended a stool softener.

Manufacturer narrative:
Additional information received update on the following: block b5:describe event or problem. Block d6: implant date. Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2021. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: clinical code e 9113 captures the reportable event of fistula. Clinical code e 9284 captures the reportable event of ulcer. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. The patient complained of pain and discomfort after receiving the gel. A sigmoidoscopy was performed which resulted in an ulcer and a fistula with the spaceoar gel visibly protruding through the fissure. The fissure was stitched closed on (B)(6) 2021. On december 17, 2021, additional information received stating that the patient was having a hard time passing stool without laxatives and is still in pain. The patient was given aspirin, rovustatin and hycosamine. The patient was given miralax for each bowel movement.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. The patient complained of pain and discomfort after receiving the gel. A sigmoidoscopy was performed which resulted in an ulcer and a fistula with the spaceoar gel visibly protruding through the fissure. The fissure was stitched closed on (B)(6) 2021. On december 17, 2021, additional information received stating that the patient was having a hard time passing stool without laxatives and is still in pain. The patient was given aspirin, rovustatin and hycosamine. The patient was given miralax for each bowel movement. Additional information received on january 6, 2022, january 25, 2022, and january 26, 2022, the procedure was completed under local anesthesia. Magnetic resonance imaging (MRI) was performed, showing a protrusion of the gel through the wall of the rectum and towards the rectal lumen. The endoscopy now shows that the rectal wall defect was slightly smaller and there was less inflammation. Levsin was recommended to help with tenesmus and pain. The patient was feeling better symptomatically. The patient had urethritis the week prior to (B)(6) 2022. The urinalysis was negative. The patient received a medrol dose pack which helped with the symptoms and the prostate-specific antigen (psa) went down from 6-7 to around 1. The patient is having issues with bowel obstruction, and small "worm-like" stools. It was noted the patient began to notice the bowel symptoms after brachytherapy. The symptoms became apparent to the patient in mid (B)(6) 2021. The gel was possibly placed into the rectal wall. Additional information received on february 7, 2022, february 17, 2022, february 23, 2022, and february 24, 2022. The patient is travelling more including driving and flying for work and he is experiencing more pain, discomfort and problems with bowl movements. The patient is taking miralax to assist with bowel movements. The patient's pain and discomfort ranges from 2-3 out of 10 at all times and gets up to a 6-8 out of 10 at times. The pain and discomfort is exacerbated when sitting for a flight or a car ride. The was no blood in the patient's stool. The patient was advised to take some ibuprofen for the discomfort. The patient's constipation worsened, despite the use of stool softeners. The patient's pain level increased to a 3-4 out of 10 at baseline, that increases to a 7-8 out of 10 when sitting for a long time or traveling. On (B)(6) 2022, the patient was still having significant discomfort and constipation. The patient cannot have bowl movements without miralax. The patient's stools were snake-like shortly after the implant but have gotten smaller since then. The pain is still 3-4 out of 10 on average at baseline and then gets to 5-6 out of 10 when sitting, and then 8-9 out of 10 when the patient has a bowel movement. The patient was advised to stay on miralax and keep the stools soft. During the first endoscopy performed by a general surgeon, the gel was attempted to be extracted from the protrusion of the rectal wall and into the lumen. Small pieces of the gel were able to be dislodged from the larger infiltration of gel in the rectal wall. A second endoscopy was performed and showed the inflammation appeared to lessen, the mucosa was healing and there was no evidence of rectal damage. The patient experienced some pain relief after a 10 day dose of medrol. The patient was prescribed levsin and to wait for the gel to dissolve. Additional information received on march 9, 2022. Over the last 2-3 weeks the patient ability to pass stool had improved significantly but his pain was getting worse. Physician suggested a magnetic resonance imaging (MRI) in the next week or so and a rapid evaluation by colorectal surgery to do an endoscopy and see if a repair procedure would be warranted. Additional information received on april 14, 2022. As of (B)(6) 2022 the patient received an additional endoscopy, which showed the hole in the anterior rectal wall no longer had gel protruding from it and had shrunken to 2-3mm. The hole was sewn closed by a surgeon. The patient is experiencing significant continued pain that has increased since the gel started to dissolve at the 6 month mark. The physician is recommending the patient to undergo temporary colostomy or for the patient to wait for the gel to dissolve. The patient is considering receiving belladonna and opium suppositories. The physician also recommended a stool softener. Additional information received on may 15, 2022. The patient's pain was significantly reduced after the ulcer was sewn closed. The patient had a firm bowel movement that likely ripped the stitch. The patient is now experiencing significant pain daily. The patient is scheduled to see a new colorectal team for further treatment. Additional information received on august 25,2022. The patient is currently having considerable pain in his rectum and continues to use a ostomy bag and foley catheter. Two months after the patient received diversion, liquid began to express with urination from the rectal stump. A computed tomography (CT) scan showed persistence of the abscess. The patient had an emergency intraoperative cystoscopy and there was fistulation from the rectum to the bladder. A foley catheter was placed. The physician felt that that with the foley catheter in place and the fecal diversion this would reduce the pressure and allow the fistula and abscess to heal. When the ostomy bag was placed next to the patient's belly button, it did not seal properly to his skin and there is often leakage. The patient noted that urine was passing through his rectum every 2 to 3 hours. The foley catheter is noted to be painful. The infection was biopsied by surgeons to create the correct antibiotic for the culture. The patient has been on those antibiotics for a week and thinks it is helping. Additional information received on 24sep2022. The physician mentioned that the patient urethra was perforated and was too damaged by radiation. Both the rectum and the bladder are too damaged by radiation and may need to be removed and that the patient would need to have a permanent urostomy and colostomy.

Manufacturer narrative:
Additional information received on may 15, 2022. Block b5: incident narrative. Additional information received on april 14, 2022. Block b5: incident narrative. Additional information received on march 9, 2022. Block b5: incident narrative. Additional information received on february 7, 2022, february 17, 2022, february 23, 2022, and february 24, 2022. Block b5: incident narrative. Additional information received on january 6 2022, january 25 2022, january 26, 2022 block b5: incident narrative. Block e1: initial reporter last name, initial reporter phone number. Additional information received on august 25, 2022. Block b5: incident narrative block h6: patient code abscess added. Additional information received on september 24, 2022. Block b5: incident narrative block h6: patient code perforation added. Block b3: the exact date of the event is unknown. The provided event date, 01nov2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 22nov2021. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Clinical code e 2314 captures the reportable event of fistula. Clinical code e 2339 captures the reportable event of ulcer. Clinical code e 2330 captures the reportable event of pain. Clinical code e 172001 captures the reportable event of abscess. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information received on january 6 2022, january 25 2022, january 26, 2022: block b5: incident narrative. Block e1: initial reporter last name, initial reporter phone number. Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 22nov2021. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Clinical code e 9113 captures the reportable event of fistula. Clinical code e 9284 captures the reportable event of ulcer. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. The patient complained of pain and discomfort after receiving the gel. A sigmoidoscopy was performed which resulted in an ulcer and a fistula with the spaceoar gel visibly protruding through the fissure. The fissure was stitched closed on (B)(6) 2021. On (B)(6) 2021, additional information received stating that the patient was having a hard time passing stool without laxatives and is still in pain. The patient was given aspirin, rovustatin and hycosamine. The patient was given miralax for each bowel movement. Additional information received on january 6, 2022, january 25, 2022, and january 26, 2022. The procedure was completed under local anesthesia. Magnetic resonance imaging (MRI) was performed, showing a protrusion of the gel through the wall of the rectum and towards the rectal lumen. The endoscopy now shows that the rectal wall defect was slightly smaller and there was less inflammation. Levsin was recommended to help with tenesmus and pain. The patient was feeling better symptomatically. The patient had urethritis the week prior to (B)(6) 2022. The urinalysis was negative. The patient received a medrol dose pack which helped with the symptoms and the prostate-specific antigen (psa) went down from 6-7 to around 1. The patient is having issues with bowel obstruction, and small "worm-like" stools. It was noted the patient began to notice the bowel symptoms after brachytherapy. The symptoms became apparent to the patient in mid (B)(6) 2021. The gel was possibly placed into the rectal wall.

Manufacturer narrative:
Additional information received on may 15, 2022. Block b5: incident narrative. Additional information received on april 14, 2022. Block b5: incident narrative. Additional information received on march 9, 2022. Block b5: incident narrative. Additional information received on february 7, 2022, february 17, 2022, february 23, 2022, and february 24, 2022. Block b5: incident narrative. Additional information received on january 6 2022, january 25 2022, january 26, 2022 block b5: incident narrative. Block e1: initial reporter last name, initial reporter phone number. Block b3: the exact date of the event is unknown. The provided event date, 01nov2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 22nov2021. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Clinical code e 9113 captures the reportable event of fistula. Clinical code e 9284 captures the reportable event of ulcer. Clinical code e 2330 captures the reportable event of pain. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6), 2021. The patient complained of pain and discomfort after receiving the gel. A sigmoidoscopy was performed which resulted in an ulcer and a fistula with the spaceoar gel visibly protruding through the fissure. The fissure was stitched closed on (B)(6), 2021. On (B)(6), 2021, additional information received stating that the patient was having a hard time passing stool without laxatives and is still in pain. The patient was given aspirin, rovustatin and hycosamine. The patient was given miralax for each bowel movement. Additional information received on january 6, 2022, january 25, 2022, and january 26, 2022. The procedure was completed under local anesthesia. Magnetic resonance imaging (MRI) was performed, showing a protrusion of the gel through the wall of the rectum and towards the rectal lumen. The endoscopy now shows that the rectal wall defect was slightly smaller and there was less inflammation. Levsin was recommended to help with tenesmus and pain. The patient was feeling better symptomatically. The patient had urethritis the week prior to (B)(6), 2022. The urinalysis was negative. The patient received a medrol dose pack which helped with the symptoms and the prostate-specific antigen (psa) went down from 6-7 to around 1. The patient is having issues with bowel obstruction, and small "worm-like" stools. It was noted the patient began to notice the bowel symptoms after brachytherapy. The symptoms became apparent to the patient in mid (B)(6) 2021. The gel was possibly placed into the rectal wall. Additional information received on february 7, 2022, february 17, 2022, february 23, 2022, and february 24, 2022. The patient is travelling more including driving and flying for work and he is experiencing more pain, discomfort and problems with bowl movements. The patient is taking miralax to assist with bowel movements. The patient's pain and discomfort ranges from 2-3 out of 10 at all times and gets up to a 6-8 out of 10 at times. The pain and discomfort is exacerbated when sitting for a flight or a car ride. The was no blood in the patient's stool. The patient was advised to take some ibuprofen for the discomfort. The patient's constipation worsened, despite the use of stool softeners. The patient's pain level increased to a 3-4 out of 10 at baseline, that increases to a 7-8 out of 10 when sitting for a long time or traveling. On (B)(6), 2022, the patient was still having significant discomfort and constipation. The patient cannot have bowl movements without miralax. The patient's stools were snake-like shortly after the implant but have gotten smaller since then. The pain is still 3-4 out of 10 on average at baseline and then gets to 5-6 out of 10 when sitting, and then 8-9 out of 10 when the patient has a bowel movement. The patient was advised to stay on miralax and keep the stools soft. During the first endoscopy performed by a general surgeon, the gel was attempted to be extracted from the protrusion of the rectal wall and into the lumen. Small pieces of the gel were able to be dislodged from the larger infiltration of gel in the rectal wall. A second endoscopy was performed and showed the inflammation appeared to lessen, the mucosa was healing and there was no evidence of rectal damage. The patient experienced some pain relief after a 10 day dose of medrol. The patient was prescribed levsin and to wait for the gel to dissolve. Additional information received on march 9, 2022. Over the last 2-3 weeks the patient ability to pass stool had improved significantly but his pain was getting worse. Physician suggested a magnetic resonance imaging (MRI) in the next week or so and a rapid evaluation by colorectal surgery to do an endoscopy and see if a repair procedure would be warranted. Additional information received on april 14, 2022. As of (B)(6), 2022 the patient received an additional endoscopy, which showed the hole in the anterior rectal wall no longer had gel protruding from it and had shrunken to 2-3mm. The hole was sewn closed by a surgeon. The patient is experiencing significant continued pain that has increased since the gel started to dissolve at the 6 month mark. The physician is recommending the patient to undergo temporary colostomy or for the patient to wait for the gel to dissolve. The patient is considering receiving belladonna and opium suppositories. The physician also recommended a stool softener. Additional information received on may 15, 2022. The patient's pain was significantly reduced after the ulcer was sewn closed. The patient had a firm bowel movement that likely ripped the stitch. The patient is now experiencing significant pain daily. The patient is scheduled to see a new colorectal team for further treatment.

Manufacturer narrative:
Additional information received on may 15, 2022. Block b5: incident narrative. Additional information received on april 14, 2022. Block b5: incident narrative. Additional information received on march 9, 2022. Block b5: incident narrative. Additional information received on february 7, 2022, february 17, 2022, february 23, 2022, and february 24, 2022. Block b5: incident narrative. Additional information received on january 6 2022, january 25 2022, january 26, 2022 block b5: incident narrative. Block e1: initial reporter last name, initial reporter phone number. Additional information received on august 25, 2022. Block b5: incident narrative. Block h6: patient code abscess added. Block b3: the exact date of the event is unknown. The provided event date, 01nov2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 22nov2021. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Clinical code e 2314 captures the reportable event of fistula. Clinical code e 2339 captures the reportable event of ulcer. Clinical code e 2330 captures the reportable event of pain. Clinical code e 172001 captures the reportable event of abscess. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. The patient complained of pain and discomfort after receiving the gel. A sigmoidoscopy was performed which resulted in an ulcer and a fistula with the spaceoar gel visibly protruding through the fissure. The fissure was stitched closed on (B)(6) 2021. On december 17, 2021, additional information received stating that the patient was having a hard time passing stool without laxatives and is still in pain. The patient was given aspirin, rovustatin and hycosamine. The patient was given miralax for each bowel movement. Additional information received on january 6, 2022, january 25, 2022, and january 26, 2022: the procedure was completed under local anesthesia. Magnetic resonance imaging (MRI) was performed, showing a protrusion of the gel through the wall of the rectum and towards the rectal lumen. The endoscopy now shows that the rectal wall defect was slightly smaller and there was less inflammation. Levsin was recommended to help with tenesmus and pain. The patient was feeling better symptomatically. The patient had urethritis the week prior to (B)(6) 2022. The urinalysis was negative. The patient received a medrol dose pack which helped with the symptoms and the prostate-specific antigen (psa) went down from 6-7 to around 1. The patient is having issues with bowel obstruction, and small "worm-like" stools. It was noted the patient began to notice the bowel symptoms after brachytherapy. The symptoms became apparent to the patient in mid (B)(6) 2021. The gel was possibly placed into the rectal wall. Additional information received on february 7, 2022, february 17, 2022, february 23, 2022, and february 24, 2022: the patient is travelling more including driving and flying for work and he is experiencing more pain, discomfort and problems with bowl movements. The patient is taking miralax to assist with bowel movements. The patient's pain and discomfort ranges from 2-3 out of 10 at all times and gets up to a 6-8 out of 10 at times. The pain and discomfort is exacerbated when sitting for a flight or a car ride. The was no blood in the patient's stool. The patient was advised to take some ibuprofen for the discomfort. The patient's constipation worsened, despite the use of stool softeners. The patient's pain level increased to a 3-4 out of 10 at baseline, that increases to a 7-8 out of 10 when sitting for a long time or traveling. On (B)(6) 2022, the patient was still having significant discomfort and constipation. The patient cannot have bowl movements without miralax. The patient's stools were snake-like shortly after the implant but have gotten smaller since then. The pain is still 3-4 out of 10 on average at baseline and then gets to 5-6 out of 10 when sitting, and then 8-9 out of 10 when the patient has a bowel movement. The patient was advised to stay on miralax and keep the stools soft. During the first endoscopy performed by a general surgeon, the gel was attempted to be extracted from the protrusion of the rectal wall and into the lumen. Small pieces of the gel were able to be dislodged from the larger infiltration of gel in the rectal wall. A second endoscopy was performed and showed the inflammation appeared to lessen, the mucosa was healing and there was no evidence of rectal damage. The patient experienced some pain relief after a 10 day dose of medrol. The patient was prescribed levsin and to wait for the gel to dissolve. Additional information received on march 9, 2022: over the last 2-3 weeks the patient ability to pass stool had improved significantly but his pain was getting worse. Physician suggested a magnetic resonance imaging (MRI) in the next week or so and a rapid evaluation by colorectal surgery to do an endoscopy and see if a repair procedure would be warranted. Additional information received on april 14, 2022: as of april 14, 2022 the patient received an additional endoscopy, which showed the hole in the anterior rectal wall no longer had gel protruding from it and had shrunken to 2-3mm. The hole was sewn closed by a surgeon. The patient is experiencing significant continued pain that has increased since the gel started to dissolve at the 6 month mark. The physician is recommending the patient to undergo temporary colostomy or for the patient to wait for the gel to dissolve. The patient is considering receiving belladonna and opium suppositories. The physician also recommended a stool softener. Additional information received on may 15, 2022: the patient's pain was significantly reduced after the ulcer was sewn closed. The patient had a firm bowel movement that likely ripped the stitch. The patient is now experiencing significant pain daily. The patient is scheduled to see a new colorectal team for further treatment. Additional information received on august 25,2022: the patient is currently having considerable pain in his rectum and continues to use a ostomy bag and foley catheter. Two months after the patient received diversion, liquid began to express with urination from the rectal stump. A computed tomography (CT) scan showed persistence of the abscess. The patient had an emergency intraoperative cystoscopy and there was fistulation from the rectum to the bladder. A foley catheter was placed. The physician felt that with the foley catheter in place and the fecal diversion this would reduce the pressure and allow the fistula and abscess to heal. When the ostomy bag was placed next to the patient's belly button, it did not seal properly to his skin and there is often leakage. The patient noted that urine was passing through his rectum every 2 to 3 hours. The foley catheter is noted to be painful. The infection was biopsied by surgeons to create the correct antibiotic for the culture. The patient has been on those antibiotics for a week and thinks it is helping.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 22nov2021. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Clinical code e 9113 captures the reportable event of fistula. Clinical code e 9284 captures the reportable event of ulcer. Clinical code e 2330 captures the reportable event of pain. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. The patient complained of pain and discomfort after receiving the gel. A sigmoidoscopy was performed which resulted in an ulcer and a fistula with the spaceoar gel visibly protruding through the fissure. The fissure was stitched closed on (B)(6) 2021. On december 17, 2021, additional information received stating that the patient was having a hard time passing stool without laxatives and is still in pain. The patient was given aspirin, rovustatin and hycosamine. The patient was given miralax for each bowel movement. Additional information received on january 6, 2022, january 25, 2022, and january 26, 2022: the procedure was completed under local anesthesia. Magnetic resonance imaging (MRI) was performed, showing a protrusion of the gel through the wall of the rectum and towards the rectal lumen. The endoscopy now shows that the rectal wall defect was slightly smaller and there was less inflammation. Levsin was recommended to help with tenesmus and pain. The patient was feeling better symptomatically. The patient had urethritis the week prior to (B)(6) 2022. The urinalysis was negative. The patient received a medrol dose pack which helped with the symptoms and the prostate-specific antigen (psa) went down from 6-7 to around 1. The patient is having issues with bowel obstruction, and small "worm-like" stools. It was noted the patient began to notice the bowel symptoms after brachytherapy. The symptoms became apparent to the patient in mid (B)(6) 2021. The gel was possibly placed into the rectal wall. Additional information received on february 7, 2022, february 17, 2022, february 23, 2022, and february 24, 2022: the patient is travelling more including driving and flying for work and he is experiencing more pain, discomfort and problems with bowl movements. The patient is taking miralax to assist with bowel movements. The patient's pain and discomfort ranges from 2-3 out of 10 at all times and gets up to a 6-8 out of 10 at times. The pain and discomfort is exacerbated when sitting for a flight or a car ride. The was no blood in the patient's stool. The patient was advised to take some ibuprofen for the discomfort. The patient's constipation worsened, despite the use of stool softeners. The patient's pain level increased to a 3-4 out of 10 at baseline, that increases to a 7-8 out of 10 when sitting for a long time or traveling. On (B)(6) 2022, the patient was still having significant discomfort and constipation. The patient cannot have bowl movements without miralax. The patient's stools were snake-like shortly after the implant but have gotten smaller since then. The pain is still 3-4 out of 10 on average at baseline and then gets to 5-6 out of 10 when sitting, and then 8-9 out of 10 when the patient has a bowel movement. The patient was advised to stay on miralax and keep the stools soft. During the first endoscopy performed by a general surgeon, the gel was attempted to be extracted from the protrusion of the rectal wall and into the lumen. Small pieces of the gel were able to be dislodged from the larger infiltration of gel in the rectal wall. A second endoscopy was performed and showed the inflammation appeared to lessen, the mucosa was healing and there was no evidence of rectal damage. The patient experienced some pain relief after a 10 day dose of medrol. The patient was prescribed levsin and to wait for the gel to dissolve. Additional information received on march 9, 2022: over the last 2-3 weeks the patient ability to pass stool had improved significantly but his pain was getting worse. Physician suggested a magnetic resonance imaging (MRI) in the next week or so and a rapid evaluation by colorectal surgery to do an endoscopy and see if a repair procedure would be warranted.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. The patient complained of pain and discomfort after receiving the gel. A sigmoidoscopy was performed which resulted in an ulcer and a fistula with the spaceoar gel visibly protruding through the fissure. The fissure was stitched closed on (B)(6) 2021. Boston scientific has been unable to obtain additional information regarding the event to date.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2021. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed